Manufacturer narrative:
The device was return to the factory for evaluation.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No pt injury was reported.